Event description:
During an unknown procedure, button was depressed and the blade did not retract properly. Another trocar was opened and the procedure was successfully completed. No adverse consequences to the pt.